Event description:
Patient representative reported ¿anxiety and desperation to get a defective product out of body¿, ¿the patient was extremely worried when learned of the worldwide recall news¿, ¿anguish and suffering,¿ ¿swelling and deformities¿, ¿minimal amount of peri-implant liquid," "intense pains in the region of left breast; back, armpit and left arm,¿ ¿a series of inflammatory and recurrent symptoms.¿ patient representative additionally reported ¿odynophagia¿, ¿negative feelings of anguish, concern and fear that go beyond everyday unpleasantness¿, ¿hyperemia,¿ ¿asia syndrome (adjuvant-induced autoimmune/inflammatory syndrome¿, ¿psoriasis¿, ¿alopecia¿, ¿vitiligo,¿ ¿throat inflammations - the so-called tonsillitis¿, ¿inflammation manifested itself in the patient's throat,¿ "persistent fever," ¿body pain and sore throat¿, ¿unspecified acute pharyngitis,¿ ¿diffuse myalgia,¿ ¿tonsillitis-type infection,¿ and ¿showing accommodation folds¿; these events are not device related. Treatment noted: clavulim bd, penicillin benzetacil, tamiram, prescription amoxilin and clavulanate, maxsulide, azithromycin, avalox, amoxilin, keflex, ustekinumab, nimesulide, azithromycin, and odynophagia.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "irregular contours", "peri-implant liquid", "intense pain" and "has been worrying".

Event description:
Patient reported left side rupture, "irregular contours", "peri-implant liquid", "intense pain" and "has been worrying". Device remains implanted.